Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, the user reported receiving an ¿unable to proceed¿ alert during a set change. The agent instructed the user to clear the alert and retry the load process, but the issue persisted. A dry run to 120 units was completed successfully, confirming no system malfunction. The user then replaced the cartridge and connector, after which the load process completed without issue. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.